Event description:
The facility representative reported an infusion pump that would not turn on during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary:the condition of the device not turning on was confirmed due to depleted batteries. This device was evaluated at the customer's facility in late 2006. The batteries were replaced due to potential damage. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.